Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal short within the battery was found to cause the premature battery depletion and the inability to communicate.

Event description:
It was reported that at routine check up, patient's device could not be interrogated due to early battery depletion. Device was explanted and replaced.